Event description:
It was reported the pt had severe aortic insufficiency and this valve was implanted. The pt had a complicated postoperative course with pericardial effusion and a pericardial window was performed in 2008. The pt was readmitted to the hospital the following month, with shortness of breath, chest heaviness, fevers and leukocytosis. Transesophageal echocardiogram showed a high transaortic valvular gradient and a small perivalvular leak. Six days later, the valve was explanted and a larger 23 mm bovine pericardial magna valve was implanted. The pt progressed well postoperatively and was discharged four days later.